Event description:
Doctor has stapler around the appendix, released the safety button, the stapler fired partially and did not cut. Stapler was removed. Another stapler was opened and fired correctly.